Event description:
I was notified today of a product complaint involving one of our zilver ptx stents. Dr (B)(6), a vascular surgeon from (B)(6) university, called me regarding a finding she made while doing an angiogram of her patient¿s left leg. She found that a zilver ptx stent that she placed in (B)(6) 2016 had fractured and possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort, but dr. (B)(6) will now need to do an additional surgery or endo procedure to repair the artery. Additional information provided by fsm on 30sep2020: if the patient has surgery it may be possible to return the fractured stent. On (B)(6) 2016: date of zilver stent placement. Percutaneous transluminal balloon angioplasty of left femoral to popliteal bypass graft at anastomotic site between polytetrafluoroethylene and saphenous vein graft in proximal thigh utilizing 5 mm x 2 cm, 5 mm x 4 cm, and 6 mm x 2 cm cook advance angioplasty balloons) with stent deployment x2 (overlapping) at this site (cook zilver 6 mm x 6 cm and cook zilver 6 mm x 4 cm stents). Off-label use: used in bypass vessel (non-native vessel) user statement forwarded from fsm on 16oct2020: "two overlapping stents. Proximal stent = cook zilver 6 mm x 4 cm. Distal fractured stent = cook zilver 6 mm x 6 cm. Stents are within a gore ptfe graft. At some point, I plan to surgically intervene on this problem: likely will be graft and stent removal with graft reconstruction. Intraop it may determined that with scarring, best be to bypass around the problem and leave the stent in place. If I remove stent, I believe it can be sent back to cook". Patient outcome: did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? "Dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery." If yes, please describe. Did the product cause or contribute to the need for additional procedures? "Dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery." If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? "Possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort": has the complainant reported that the product caused or contributed to the adverse effects? "Possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort". Additional information provided by initial reporter on 30sep2020: "can it be determined if the cook device was a contributing factor to the fracture? Undeterminable. Can it be determined if the cook device was a contributing factor to the pseudoaneurysm? Undeterminable". General questions for complaint occurring during use, request the following: where was the access site? What was the patient¿s anatomy? I.e. Scarred, tortuous, calcified, etc. Undeterminable. What was the target location for the stent? Undeterminable. Was the target location severely calcified or tortuous? Undeterminable. Was the device flushed prior to use? Were there any difficulties deploying the stent? Undeterminable. Was the stent fully deployed before removing the delivery system from the patient? Undeterminable. What other devices were used in the procedure? 5 mm x 2 cm, 5 mm x 4 cm, and 6 mm x 2 cm cook advance. Angioplasty balloons) with stent deployment x2 (overlapping) at this site (cook zilver 6 mm x 6 cm and cook zilver 6 mm x 4 cm stents).